Event description:
Bilateral breast augmentation in 1977-"gels" in 03/2003, pain and discomfort bilateral over last year. Pe = bilateral baker grade iii capsular contracture with "palpolele" deflation of both breasts. In 2003, pt underwent bilateral capsulectomy and implant removal. Right implant was intact, left implant ruptured with in the capsule.